Event description:
It was reported that 2.25x12 and 2.5x23 xience xpedition stent delivery systems (sds) were loaded separately into the guideliner, through the radial artery access site, but resistance was encountered and the sds were easily removed. The stents had not exited the guideliner at this point. After removal from the anatomy, the stents were noted to be flared and they were no longer used in the patient. A total of seven xience xpedition stents were implanted in the proximal, mid, and distal segments of the moderately tortuous and moderately calcified right coronary artery (rca), stenting proximal first to reach the more distal lesions. A 2.5x8 xience xpedition went through the guideliner without issue and reached the lesion between two stents in the mid to distal rca when it was noticed on fluoroscopy that there did not appear to be a stent on the balloon. The sds was removed from the anatomy and it was confirmed that the stent was not on the balloon. A dislodged stent was unable to be seen on fluoroscopy. A balloon dilatation catheter (bdc) was advanced to the lesion but could not get through. It was surmised that the bdc was pushing against the dislodged stent. Another guidewire was inserted to the lesion and several balloon inflations were performed in that area and along the entire length of the rca, but it could not be confirmed if the dislodged stent was crushed against the vessel wall as intended, because there was no darkened area on fluoroscopy that is normally seen when dislodged stents are crushed.

Manufacturer narrative:
(B)(4). Estimated age and weight. There was no further resistance felt along the rca. The dislodged 2.5x8 stent was not seen inside the guideliner after removal from anatomy. The protective sheath was not checked to see if the dislodged stent was in the sheath. A wire remained in the anatomy after guideliner removal. An ostial lesion was noted in the rca, which was stented with the 8th xience xpedition without a guideliner. The mid to distal segment remained unstented. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided. Concomitant products: guide wire: balance middle weight. Guide cath: boston scientific al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.